Event description:
It was reported there was a pocket revision due to discomfort at the pocket site. It was noted the patient desired to have the battery moved to the abdomen. It was also noted the patient had two incisions from the pocket revision surgery.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 272450001, implanted: (B)(6) 2011. Product type: accessory: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).